Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a venaseal procedure it is reported a staff member (with reported allergy to adhesive) who was present at the procedure doing paperwork developed an allergic reaction the next day. The staff member did not prep the table, help during exam or afterwards. All staff members had mask, hat, and gloves on during the procedure. The staff member reported breaking out in welts, rashes, angioedema, scleroderma, and puffy eyes. The staff member believes the venaseal odour was absorbed through eyes leading to the reaction. The staff member was prescribed prednisone. Patient¿s procedure of great saphenous vein (gsv) was completed without issue. No reported issue for patient.

Manufacturer narrative:
Additional information: staff member is back to normal health. Staff member was aware of her allergy and chose to stay in room, did not handle glue or help during procedure. If information is provided in the future, a supplemental report will be issued.